Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 115" and "defib fault 72" messages and was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to water ingress. Our evaluation found extensive internal water damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.